Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 3 months after the dental implant was placed in ada site 9 in the mouth, the implant had not yet achieved osseointegration in type iii bone. Clinician reports pain and peri- implantitis. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation. In addition, the dentist achieved 70 ncm as primary stability, which exceed the recommended installation torque (60 ncm).

Event description:
The clinician reported that 3 months after the dental implant was placed in (B)(6) site 9 in the mouth, the implant had not yet achieved osseointegration in type iii bone. Clinician reports pain and peri- implantitis. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4)